Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist dialed into the customer's system remotely. The ccc specialist found that the dilution check factor was high. The ccc specialist ran dilution check, which failed as the dilution check factor did not allow the ccc specialist to change it to the correct factor. The ccc specialist flushed the imt sample and the vent ports with bleach and warm water and then aligned the imt. Upon the ccc specialist's instructions, the customer replaced and aligned the imt probe, after which the imt probe check 1 passed. The ccc specialist reran the dilution check and it failed. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse checked the drain air flow and performed a power flush procedure. The cse then replaced the imt fluids, peristaltic pump tubing and imt sensor and corrected the dilution check factor. The cse ran check 1, dilution check and quality controls, all of which were acceptable. The customer ran three of the four patient samples which were in question and the results were acceptable. The cause of the discordant, falsely elevated sodium results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on four patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting lower and matching the historical results of the patients. The corrected results from the alternate dimension vista instrument were reported to the physician(s). After the troubleshooting was performed, the customer ran three of four patient samples on the original instrument (s/n: (B)(4)) and the results correlated with the results obtained on the alternate dimension vista instrument. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.